Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks for atrial fibrillation. Upon interrogation, the device was found to be in backup vvi. The device was explanted and replaced. The patient was doing well at the conclusion of the procedure.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred during high voltage therapy delivery. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the power on reset could not be determined.

Manufacturer narrative:
(B)(4).